Manufacturer narrative:
Previously reported g3 should have been 19 jun 2023 rather than 20 jun 2023.

Event description:
It was reported, that the implantable cardioverter defibrillator exhibited a delay in hv therapy, due to intermittent undersensing. It was also noted, that the sensing noise was observed. No intervention was performed. Patient will continue to be monitored.